Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with placement of suprapubic catheter, transvaginal hysterectomy, transvaginal repair of vault prolapse with modified sacrospinal fixation due to severe vaginal prolapse, sui, enterocele, cystocele, rectocele, ureteral hypermobility and perineal separation. It was reported that following insertion the patient experienced infection, urinary/bowel problems and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.